Manufacturer narrative:
Phone not provided.

Event description:
It was reported that the unit's green light emitting diode (led) indicator had an illumination failure. There was no patient involvement.